Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during the therapy initiated on (B)(6) 2013, at 00:39:37. During night drain cycle five, the patient's ultrafiltration reading was 1359ml, indicating the home patient (hp) drained 1359ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was determined to be one or more cycles were advanced to the next fill by the patient when the drain was slow or not flowing above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted